Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements greater than 3000 ohms and rising thresholds which were suspected to be due to a spring contact issue. (B)(6) technical services recommended programming options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).